Event description:
During index procedure the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the right proximal / mid / distal sfa. Devices were successful. A maris plus stent and a non-medtronic stent were also implanted in the right proximal / mid / distal sfa to treat persistent residual stenosis. Approximately 12 months post index procedure the patient suffered worsening peripheral arterial disease right limb ¿ right sfa. Patient underwent a target vessel revascularization of the right sfa approximately 6 months later. 3 non-medtronic pta balloons were used for treatment of the right sfa (99% stenosis). The investigator assessed that there was no relationship between the event and the in.pact admiral study devices, study procedure or paclitaxel. Patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (restenosis of the dilated artery). Evaluation conclusions: known inherent risk of procedure (restenosis of the dilated artery). (B)(4).

Manufacturer narrative:
Additional information: cec adjudicated previously reported worsening peripheral arterial disease right limb ((B)(6) 2015) to be related to device, not related to procedure and drug.